Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient was hospitalization due to the result of diagnostic testing. Computerized tomography (CT) scan was done of the chest and showed small loculated pleural fluid collection adjacent to midportion of the driveline, increased small left layering pleural effusion. Hospital stay was stated to have been complicated by large 3cm, occipital parenchymal hematoma with surrounding vasogenic edema with left occipital intraparenchymal hemorrhage. Infection was stated to have been non-device related. (B)(6) bacteremia presumed to originate from newly found loculated pleural collection in left chest abutting. No further patient complications have been reported as a result of this event.